Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that since (B)(6) 2011, the pump does not always record boluses. The patient confirmed that the time and date settings were correctly. There was no reported patient impact as a result of the alleged malfunction.

Manufacturer narrative:
(B)(4): a review of the pump history showed bolus records dating back to (B)(4) 2011. During testing, two boluses were programmed and delivered, and were accurately recorded in the pump history. The pump was exercised for 24 hours with no issues occurring. All basal and bolus deliveries programmed during testing were accurately recorded in the pump history. The complaint could not be confirmed or duplicated during testing. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.